Event description:
It was reported that the patient experienced chest pain and discomfort. Upon device interrogation, the left ventricular lead exhibited high capture threshold. The lead was repositioned successfully. The patient did not experience any adverse consequences.